Manufacturer narrative:
This report is filed on (B)(6) 2018.

Event description:
Per the clinic, the patient experienced haematoma at implant site and subsequently the patient was hospitalised (date and duration not reported). The implanted device remains.

Manufacturer narrative:
It was reported the patients device was explanted on (B)(6) 2018 and the patient was re-implanted with a new device during the same surgery.